Event description:
Hill-rom received a report from the account stating the bed exit and nurse call would not send an alarm. The bed was located in the down bed storage area at account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#(B)(4).

Manufacturer narrative:
The hill-rom tech found the bed's scale board and side rail interface board were defective. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the scale board and side rail interface board to resolve the issue. Based on this info, no further action is required.